Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning and the device had no immediate stop. It was further observed that the device consumed 2.5 amperes. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear faulty material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) before surgery, it was observed that the forward speed function was not working on the reamer drill device. During an in-house engineering evaluation, it was observed that the control unit was not functioning and the device had no immediate stop. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly